Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had fiber optic module failure. There was no patient involved and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse powered device on and fiber optic module failure was displayed in operator mode. Fse replaced fiber optic module and jumper cable. Fse turned device back on and failure was no longer displayed. Fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic module failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The defective components were received for further investigation. The national repair center installed the fiber optic assembly into the cardiosave test fixture and tested the fiber optic assembly to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision n. No problem found. Fiber optic assembly parts will be sent to the respective suppliers for failure analysis per procedure number (B)(4) revision ag. On 17-may-2023 (B)(4)- the new supplier (B)(4), will no longer accept (B)(4) boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(4) rev.al. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.